Event description:
It was reported that during a prostate procedure, the very distal tip detached at 45053j and was retrieved. It was never located. It is unknown whether the cap detached inside or outside the patient. It was reported that for the second fiber, the fiber life keeps appearing. The procedure was completed with a third fiber. Patient outcome: "okay" was reported. This report concerns the first fiber.